Event description:
I heard in 2008 the recall regarding the icy hot patches. I didn't think anything of it at first ,but then it hit me this morning. I recently bought a box of the icy hot patches to try around my neck and back last week and used one saturday two days earlier evening. I had the patch on for about 4 hrs and then removed it because the odor was so strong and making my clothes and sheets smell. On original date, I got out of the shower around my usual 6:30 am and realized that my back was itching something terrible. I kept scratching not knowing why it was so irritated. I just thought it was dry skin... But then that evening is when I heard about the patch recall. I didn't put two and two together till this morning and when I got out of the shower I looked on my back and sure enough the skin is dry and peeling and there is a red block where the patch was on me. I grabbed my video camera and recorded what I could. It's kind of hard to make out since it's been a few days but you can see the redness from where the patch burned my skin. I felt you should know my story. Dates of use: 2008. Diagnosis: back and neck pain. Event abated after use stopped: yes.